Event description:
The customer contact reported a separation; subsequently, blood loss was noted. The monitoring kit was being used to deliver an unspecified medication. It was reported that on the third day of use, while the nurse prepared to the flush the device, the tubing separated from an unspecified male adapter. It was reported that there were "a few drops" of blood lost. The monitoring kit was replaced and the pt monitoring was resumed. There were no reported adverse pt effects. No medical intervention were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.